Event description:
Telemetry could not be established with the implantable cardioverter defibrillator (ICD) prior to the implant procedure. The device was not implanted.

Event description:
Event description guidant received info that telemetry could not be established with the implantable cardioverter defibrillator (ICD) prior to the implant procedure. The device was not implanted.